Manufacturer narrative:
(B)(4): this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product: k960280. Investigation summary: a (B)(4) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21025819. Further information provided by the customer indicates that the connecting product was a (B)(4) infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21025819 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customers experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience. Following a small number of similar reports, bd has conducted an in-depth investigation via CAPA# (B)(4) to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the (B)(4) product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues during use and was blocked/occluded. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient prepared for the infusion at 12/6 9:00. After connecting the needleless connector, the infusion set did not drip, and it did not drip after flushing the tube, so the interface was replaced and the infusion was normal. No effect on patients"